Event description:
While implanting the lag screw, it fell apart. C-arm was being used during the case. No pieces were seen on x-ray. Rep witnessed event. Telescoping lag screw 10.5mm x 90mm ref- ar-9094-090, lot- 15270055, exp-[redacted date].